Manufacturer narrative:
The reported event was infection. A partial lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient developed pocket infection. Upon opening of the pocket no pus was noted in the pocket but there was clearly necrotic fibrotic capsule that was grossly infected. The capsule was dissected and the implantable cardioverter-defibrillator and both the atrial and right ventricular leads were explanted. The patient remained hemodynamically stable. The pocket was copiously irrigated with antibiotic solution and hemostats confirmed. The patient tolerated the procedure well and there were no immediate complications.